Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the programmer can not be started, an error code was displayed. The programmer is expected to be returned for repair. There was no patient involvement.

Event description:
The programmer is was returned for service.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; programmer started up with a serious programmer problem, system error seen. Software was reloaded to resolve issue. Analysis also found the hinges support plate was cracked, the lower case feet were worn out, and the flex cable between the screen and mpu (main processor unit) printed circuit board assembly was worn out but working correctly. The power bay cover latch, the media bay door latch, and lower bullets were broken. It was noted the stylus was missing and the bezel had minor damage on the left hand side (considered as acceptable).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.